Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same as MDR ID: 2134265-2018-00169. It was reported that balloon rupture occurred. The target lesion was located in a vessel in the pelvic area. A 18-6/5.8/75mm xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the third inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient. Another 18-6/5.8/75mm xxl¿ esophageal balloon catheter was advanced to perform dilatation. However, during the second inflation at 5 atmospheres for 30 seconds, the balloon ruptured. While removing the device from the sheath, it was noted that the balloon was detached from the catheter. The detached balloon was then removed together with the sheath. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.